Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID: 3830, lead, implanted: (B)(6) 2008, addr01, ipg, implanted: (B)(6) 2002.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.